Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
A surgeon reports a patient with central islands in both eyes following lasik surgery. This report is for the left eye. The right eye is being reported on manufacturer report (B)(4). Postoperative information provided indicates this patient exhibited a residual refractive error (overcorrection); however, ucva in the left eye improved from 20/200 to 20/20. This surgeon reported some of his patients mentioned blurred vision and double imaging. It is unclear if this referenced patient experienced these specific visual disturbances. Additional information has been requested.